Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's father stated that the patient woke up at around 5 am and began vomiting. Afterwards the patient went back to bed. The pod was being worn for 36 to 48 hours on the arm. The patient woke up a short time later and started vomiting again. The patient's blood glucose (bg) level was at 455 mg/dl. They gave a correction and patient went back to sleep. The patient then woke up again shortly after and had a bg reading at 488mg/dl. They gave another correction. Patient was fatigued and had a sore throat at this point. The patient's father called their endocrinologist and they told him to do a pod change and to take the patient to the emergency room. When they arrived they removed the pod which they had just applied and they put the patient on an insulin, electrolyte and saline drip. They were in the hospital from around 1:30 am until 7:30 am the next day.